Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the ht70 ventilator generated a motor fault alarm. The patient was removed from the ventilator and bagged until they could be placed on alternate ventilation. There was no harm to the patient due to the reported condition.